Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. Visual inspection revealed a kink at the proximal balloon weld. Functional testing was completed by connecting an inflation device to the hub and inflating the balloon to rated burst pressure for 5 minutes. The device was then deflated and the balloon deflated in less than 5 seconds.

Event description:
It was reported that deflation failure occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was used for dilatation. However, after dilatation was performed two to three times, the balloon deflation could not be performed. After a few minutes, the device was removed forcibly in an inflated state and the procedure was completed. There were no complications reported.

Event description:
It was reported that deflation failure occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was used for dilatation. However, after dilatation was performed two to three times, the balloon deflation could not be performed. After a few minutes, the device was removed forcibly in an inflated state and the procedure was completed. There were no complications reported.